Event description:
Pt was receiving morphine pca therapy via cadd solis pump. During first 2 hours of pt admission, pt not able to achieve pain relief, despite pressing pca dosing button. Nurse discovered that although pca dosing cord was physically attached to pump, pump did not recognize dosing cord and thus, activation of cord was not resulting in delivery of pca dose. Cord was removed and replaced with a different cord. This second cord did appear to be recognized by pump, delivered pca dose upon activation, and provided pt with pain relief. Pharmacy clinical coordinator spoke with company rep who stated they knew there had been reported malfunctions with that particular style of dosing cord, so they were "phasing it out". He stated they would replace all the dosing cords with the properly functioning one asap.